Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03113. It was reported a perforation occurred which resulted in pericardial effusion with tamponade. A left atrial appendage (laa) procedure was performed. A watchman access system was inserted into the patient. When the watchman laa closure device & delivery system was advanced to the tip of the access sheath, a perforation occurred. The patient experienced a pericardial effusion with tamponade. A pericardial tap was performed to treat the effusion. The procedure was not completed and the patient is currently doing well.